Event description:
This spontaneous case was reported by a consumer and describes the occurrence of injury associated with device ('thousands of women worldwide lose healthy organs') in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced injury associated with device (seriousness criterion medically significant). At the time of the report, the injury associated with device outcome was unknown. The reporter considered injury associated with device to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.